Event description:
Bottom of c02 absorber canister came off. There was no reported patient injury. Datex ohmed's investigation into the reported occurrence is still ongoing. A follow up report will be issued when the investigation has been completed.